Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. Prior to the start of the procedure, the anesthesiologist struggled with getting IV access and had to try both the right and left arm of the patient. A watchman trusteer access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The anesthesiologist administered heparin before and after the transseptal puncture (total of 16,000 units). The physician positioned the was in the laa of the patient. The physician then inserted the pigtail catheter into the patient and at this time a thrombus was noted on the tip of the was and on the pigtail catheter. The physician aspirated and removed both devices from the patient. The anesthesiologist then realized the IV was not working; therefore, the physician suspected that none of the heparin was appropriately given. The physician decided to stop the procedure and wake the patient to do a stroke evaluation. The patient did not experience a stroke or any other complications as a result of this event. The patient made a full recovery and was discharged from the hospital.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037954244. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (stent/treated vessel/device implant site/device) (additional device required). Risk review a risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. Prior to the start of the procedure, the anesthesiologist struggled with getting IV access and had to try both the right and left arm of the patient. A watchman trusteer access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The anesthesiologist administered heparin before and after the transseptal puncture (total of 16,000 units). The physician positioned the was in the laa of the patient. The physician then inserted the pigtail catheter into the patient and at this time a thrombus was noted on the tip of the was and on the pigtail catheter. The physician aspirated and removed both devices from the patient. The anesthesiologist then realized the IV was not working; therefore, the physician suspected that none of the heparin was appropriately given. The physician decided to stop the procedure and wake the patient to do a stroke evaluation. The patient did not experience a stroke or any other complications as a result of this event. The patient made a full recovery and was discharged from the hospital.